Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure (batch no. B82476) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), pelvic pain ("pelvic pain/ chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("other injuries/symptoms :-hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abormal vaginal bleeding"), migraine ("migraines / headaches") and abdominal distension ("gastrointestinal or digestive system condition type: bloating.") And was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, back pain, iron deficiency anaemia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, allergy, psychological injury, bladder problems, uti and vaginal discharge. Discrepancy in essure insertion dates : (B)(6) 2014. Date(s) of insertion: (B)(6) 2014 (as written in pif ¿ discrepancy noted). Date(s) of insertion: (B)(6) 2014 (discrepancy noted) per mr. 4 coils on both side. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-apr-2021: mr received. Reporter information added. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure (batch no. B82476) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), pelvic pain ("pelvic pain/ chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("other injuries/symptoms :-hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abormal vaginal bleeding"), migraine ("migraines/headaches") and abdominal distension ("gastrointestinal or digestive system condition type: bloating.") And was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, back pain, iron deficiency anaemia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, allergy, psychological injury, bladder problems, uti and vaginal discharge. Discrepancy in essure insertion dates: (B)(6) 2014. Date(s) of insertion: (B)(6) 2014 (as written in pif ¿ discrepancy noted). Date(s) of insertion: (B)(6) 2014 (discrepancy noted) per mr. 4 coils on both side. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), pelvic pain ("pelvic pain/ chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("other injuries/symptoms :-hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abormal vaginal bleeding"), migraine ("migraines / headaches") and abdominal distension ("gastrointestinal or digestive system condition type: bloating.") And was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, back pain, iron deficiency anaemia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, allergy, psychological injury, bladder problems, uti and vaginal discharge. Discrepancy in essure insertion dates : (B)(6) 2014 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : following events were added : abnormal vaginal bleeding, migraines / headaches, gastrointestinal or digestive system condition type: bloating. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and menorrhagia ('menorrhagia) (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("other injuries/symptoms :-hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, back pain, iron deficiency anaemia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, allergy, psychological injury, bladder problems, uti and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events dysmenorrhea, abdominal pain, back pain, menorrhagia, anemia, allergy, psychological injury, device migration, bladder problems, uti, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headache, nausea, vision problems, weight gain and she did not undergo essure confirmation test were added. Date of insertion was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.